Manufacturer narrative:
Results: during evaluation of the returned product the unit powers up, when the batteries are moved. However, the voice message does not play when the unit is set to voice and tone mode and when set voice only. The tone mode sounds as it should. (B)(4).

Event description:
Customer reported the alarm will not power on. The issue was discovered during setup, but the date is unk. No pt incident or injury was reported.